Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a colectomy, they used fully charged handle. The first and the second firings were successful. For the third firing for functional side to side anastomosis, the surgeon fully fired the device, then returned the knife to the initial position with no problem. After that, however, the device did not react, the surgeon could not open the jaws and the display screen was blackout. The tissue was fully resected, the surgeon could remove the device from the tissue without open the jaws. The device was replaced by a manual handle, the fourth firing for the closure of the insertion was completed with no problem. The patient is in the good condition. The surgical time was extended by less than 30 min. The status of the patient: no problem.